Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the user. This is a final report.

Event description:
A broken/leaking dacapo powerpack was received at service _ repair. Further information received states the mother of the recipient came into contact with the electrolyte fluid, however no injuries were sustained.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A broken/leaking dacapo powerpack was received at service repair. Currently no information indicates the user came into contact with the battery chemistry or sustained any injuries therefore.